Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x1, dirty cap x1.

Manufacturer narrative:
H6: investigation summary: bd received two (2) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for ' foreign matter (fm) in gel and embedded fm in stopper' with the incident lot was observed. Bd determined that the root cause of the 'fm in gel' was attributed to burnt silica. Bd determined that the root cause of the 'fm embedded in the stopper' was attributed to a rubber pellet from other products molded in the stopper. Rubber stopper inclusions are the result of pellets remaining in the press from a prior product cycle with a poor line clearance prior to the next cycle. Additional housekeeping has been implemented in the tubes operation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube; biological and non-biological . The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: fm in gel x1, dirty cap x1.